Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. A subsequent revision was performed (B)(6) 2010 due to pain and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions." And number 2 states, "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02032 / 02034).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. A subsequent revision was performed (B)(6) 2010 allegedly due to pain and metallosis. Additional information received in patient operative (op) notes reports patient was revised due to pain. Revision op report notes metal-on-metal lymphocytic reaction; fluid under pressure with a cottage cheese-like material in it; synovitis; hypertrophic tissue; osteolysis; yellow, cheesy material; and 1x1cm lesion. The cup, head, and taper insert were removed and replaced.